Event description:
The customer reported the clear plastic insulator came off the tip of the electrode and fell into the wound during surgery. They had to retrieve the pieces from the wound area. There were no adverse effects to the patient. The incident sample was not retained for investigation.

Manufacturer narrative:
(B)(4). The incident device was discarded by the site and is not available for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.